Event description:
It was reported via repair work order that the caster was worn and broken down, potentially resulting in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.